Event description:
The device was used during a lavh procedure. Reportedly, the safety shield did not retract and there was some bleeding. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
2/111998 - supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.